Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e216 error (scope communication error code) and a b30 error (scope communication error). The event occurred during preparation for use. There was no patient involvement. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.